Event description:
It was reported the rigid video scope had a flicker of the image when the scope was connected, and sometimes the video image returned when the area around the root was touched. When it was bad, once the connecting section was connected, after cleaning, it would return. There was no report of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the outer cover has malfunctioned. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image flickered due to a failure within the unit, spanning from the distal end to the main body. Additionally, the outer cover malfunctioned due to the deterioration of the rotating ring's performance as the number of usages increased. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.